Manufacturer narrative:
The reported event was confirmed through functional testing and archive data review of the autopulse platform (B)(4). The root cause is due to the defective load cell 2. Upon visual inspection, no damages were observed. Unable to perform functional testing due to error message ua 07 (discrepancy between load 1 and load 2 too large). The archive data review showed occurrence of ua 07 error code. The cause for this error message, based on the review is due to the defective load cell 2. Replaced load cell 2 to remedy the problem. Following the service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform (B)(4).

Event description:
As reported, the autopulse platform (B)(4) displayed (user advisory) ua 7 (discrepancy between load 1 and load 2 too large) error message upon power up. No patient involvement.